Event description:
Procedure type: laparoscopy. According to the reporter: balloon could not be inflated. They used another devices. No complications. No tissue damage or pt injury.

Manufacturer narrative:
(B)(4).